Manufacturer narrative:
Additional information: device evaluation - product evaluation found the lens returned in liquid in a lens case/vial. Visual inspection found the haptic torn off of the lens. Claim# (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was attempting to load the (B)(4) intraocular lens, diopter +18.0, the lens "tore while putting it in the cartridge." The haptic tore while inserting into cartridge, there was no patient contact with this lens. Reporter states that nothing unusual occurred during the loading process. Date of occurrence is (B)(6) 2017.